Event description:
Report rec'd from the USA stating that the device was heating up. It is known that the device was not used in surgery and that there were no injuries or medical intervention. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).